Event description:
It was reported that the programmer started overheating. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer started overheating, however it was verified that an overheat message occurred in the log files and the power supply was therefore replaced and the software reloaded as well as the system fan being replaced as a preventive measure. It was further noted that the power cord door tab was bent and the power cord bay was replaced. (B)(4).